Event description:
Reportedly, at the beginning of the case, it was difficult to load the endostitch needle as it would not seat correctly. Later in the surgical case, while suturing with the endostitch device the needle broke. The surgeon was unable to readily retrieve the needle. The pt had to be opened and the needle was retrieved.